Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A (B)(6) man underwent tricuspid valve replacement (tvr) with a bovine pericardial bioprosthesis, carpentier-edwards perimount (cep), for tricuspid regurgitation 27 years earlier. Twenty-one years after the first operation, he underwent re-tvr with a bovine pericardial bioprosthesis, magna mitral ease, due to prosthetic valve dysfunction. Since the prosthetic valve dysfunction progressed again, the third tvr was performed six years after the second operation. The findings of the resected bioprosthesis showed sclerosis of the septal cusp, and pannus formation between the septal and posterior cusps. For the third tvr, the porcine bioprosthesis epic was used. Neither transvalvular nor perivalvular leakage was observed postoperatively, and the patient was discharged without any complications. It was reported that a 31mm mitral pericardial valve, which was implanted in the tricuspid position for approximately twenty-one (21) years, was explanted due to structural valve deterioration. The device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. The device was explanted and replaced with a 31mm 7300tfxj valve with no adverse patient events reported. The device was not returned for evaluation as it was discarded at the hospital. File will be updated.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
A 79-year-old man underwent tricuspid valve replacement (tvr) with a bovine pericardial bioprosthesis, carpentier-edwards perimount (cep), for tricuspid regurgitation 27 years earlier. Twenty-one years after the first operation, he underwent re-tvr with a bovine pericardial bioprosthesis, magna mitral ease, due to prosthetic valve dysfunction. Since the prosthetic valve dysfunction progressed again, the third tvr was performed six years after the second operation. The findings of the resected bioprosthesis showed sclerosis of the septal cusp, and pannus formation between the septal and posterior cusps. For the third tvr, the porcine bioprosthesis epic was used. Neither transvalvular nor perivalvular leakage was observed postoperatively, and the patient was discharged without any complications. It was reported that a 31mm mitral pericardial valve, which was implanted in the tricuspid position for approximately twenty-one (21) years and three (3) months, was explanted due to structural valve deterioration. The device was originally implanted for tricuspid valve replacement to correct tricuspid regurgitation. The device was explanted and replaced with a 31mm 7300tfxj valve with no adverse patient events reported. The device was not returned for evaluation as it was discarded at the hospital. Upon the valve explant, leaflets were thickened and shrunk, and fused near the commissures, resulting in leaflets immobility. There was no allegation of device malfunction. Patient age at implant: 52 yrs. The surgeon commented that the valve did not fail prematurely.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.